Event description:
It was reported that on (B)(6) 2010, the patient underwent the total knee arthroplasty with the insert for rheumatoid arthritis of the knee. The patient¿s activity is normal. The surgery was completed successfully without any surgical delay. After the surgery, the surgeon replaced the insert in question. The reason of the revision is unknown. The outer part of the insert was extremely shaved. In addition, when the surgeon looked at the insert from above, the deformation was severe. Therefore, the surgeon requested to investigate that what kind of force was applied to deform the polyethylene as in this case. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4) investigation summary: the device associated with this complaint was returned for examination. Visual examination found the device partially fractured and heavily worn. The reported allegation can be confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot :a manufacturing record evaluation was performed for the finished device (p/n: 177857050, lot: 3173526) and no non-conformances or manufacturing irregularities were identified.